Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the patient is deceased. However, the date of death and cause of death are not available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and analysis revealed breached metal ion oxidation of the outer insulation. It was noted there was blood/body fluid on the proximal conductor, there was cosmetic metal ion oxidation of the outer insulation and cosmetic environmental stress cracking of the outer insulation.